Manufacturer narrative:
The following information was requested from the physician: lot #'s implant dates- dates of death- patient information (initials, gender, weight & age)- do you feel the septic shock was device related?

Manufacturer narrative:
The average age in the study was 52 years old, all patients were male. The citation for the article is: rudler, marika; rousseau, geraldine & thabut, dominique. ¿salvage transjugular intrahepatic portosystemic shunt followed by early transplantation in patients with child c14-15 cirrhosis and refractory variceal bleeding: a strategy improving survival¿. Transplant international (2013): e50-e51.

Manufacturer narrative:
After several different attempts to acquire the missing information about this case, the only information from the physician was the following: the physician stated that the deaths were predictable, as the tips procedure was a last chance treatment.

Event description:
This information was received through the literature article "salvage transjugular intrahepatic portosystemic shunt followed by early transplantation in patients with child c14-15 cirrhosis and refractory variceal bleeding: a strategy improving survival". It was a letter to the editors of transplant international 2013. It was reported that four gore® viatorr® tips endoprosthesis were implanted. In the tips alone group, four patients developed septic shock within 2 weeks after tips placement and died.